Manufacturer narrative:
D10. H10. Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available. Serial number not confirmed. Item number and full description serial number 140-36-52 - nv ehxl ntrl lnr g2 36mm, (B)(6). 140-36-52 - nv ehxl ntrl lnr g2 36mm, (B)(6). Concomitants: 170-36-50 - biolox delta option femoral head 36mm od 6840729. 170-50-03 - biolox delta adapter 16/18-12/14; +3.5mm 7219723. 180-65-25 - alteon 6.5mm screw, 25mm s349309.

Event description:
It was reported via legal documentation that a patient had a right total hip arthroplasty on (B)(6) 2022 and then experienced a revision surgical procedure on (B)(6) 2022 approximately 2 months after initial implant. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.